Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient faced an adhesive issue, as the infusion set patch was not sticky prior to insertion. The infusion set repeatedly came off in the middle of the night and they had been used for less than 24 hours. At the time of the event, her blood glucose level was 22 mmol/l which they tried to treat with a multiple daily injection. Consequently, she was admitted in the emergency room with diabetic ketoacidosis and stayed there for six hours. During hospitalization, she was administered fluids of saline and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022 (date of this report), the patient was still in the hospital and would be discharged later that day. No further information available.